Manufacturer narrative:
Review of the package labelings and dfu determined that there are appropriate warnings and precautions. Sodium hypochlorite is a hazardous material that if ingested, could potentially interact with stomach acids, releasing chlorine gas. Although the event outcome is unknown, it is presumed that the patient sought medical attention. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a dentist called stated that a patient had inadvertently rinsed their mouth out with sodium hypochlorite thinking it was water. The patient immediately experienced a burning sensation. Dentsply advised the dentist that the patient should rinse with water, drink one glass of water, and seek immediate medical attention. The patient did rinse with water and drank a glass of water. The doctor then stated they were going to contact poison control. The doctor refused to provide any further information.